Manufacturer narrative:
Customer, returned unused samples for investigation. Pending final investigation on returned samples. Attached investigation is on retained samples at the manufacturing facility.

Event description:
The customer reported, the following: "I am reaching out to you in regard to nipro medical luer adapter pn#: (B)(4), ref#: lm+20g. In particular, lot's#: 22k29a, 22j11b, 22j14b. I have also, come across some failures (breakage) of this product". The reporter believed, the first issue noted, was sometime in march 2024, but were unable to specify a date. They also noted, that it is unknown, how many luer adapters are impacted. "The adapters are getting stuck in the lumens of the cvc. Resulting, in patient being sent to the emergency room. And having the cvc replaced or broken part removed from lumen by a vascular surgeon. Patients are missing dialysis treatment". Lot's#: in question: 22k29a, 22j11b, 22j14b, 23b27b, 22k09a.